Event description:
It was reported that, during a shoulder arthroscopy procedure, the multifix broke off. No broken fragment was left inside the patient, it was removed using tweezers. Backup device was available to complete the procedure. No significant delay and no patient complications were reported.

Manufacturer narrative:
H2: additional information on b5.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of the drawing found the tensile strength, and material specifications are verified for compliance. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of customer provided images shows a detached anchor and sleeve. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) tissue thickness. (2) misalignment of inserter handle. (3) excessive force. (4) deployment of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a shoulder arthroscopy procedure, the multifix broke off. No broken fragment was left inside the patient. Backup device was available to complete the procedure. No significant delay and no patient complications were reported.